Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, white particles in the gel and the device was found to be underweight. A microscopic analysis was performed which identified two breaks(sharp) on the posterior. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is two sharp breaks on the posterior assessed as unidentified(tear) opening.

Event description:
Health professional reported left side rupture. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device remains implanted.